Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare would not come out of the catheter. It was reported that it was unknown whether or not the snare was moving within the sheath. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
(B)(4) for the investigation findings: catheter detached. Visual evaluation of the returned device found that the catheter was kinked and the wire was kinked near the distal section of the device. Examination further revealed an unreported failure mode, that the flare was detached from the catheter. The catheter has marks from the flare process performed during manufacturing. Functional evaluation could not be performed due to the condition of the returned device. Review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address this issue.